Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell 1 of 3. The patient was connected at the time of the alarm. The patient line had been properly primed and there were no patient extension lines in use. The patient had not disconnected prior to the alarm. The supplies were not damaged by an outlet port clamp or assist device. The care giver (cg) stated that they did not connect the supply line tight enough and it disconnected. The hc then alarmed system error 2240. The technical service representative (tsr) explained the alarm. The tsr instructed the cg to start over with new supplies. The tsr assisted the cg to end therapy. Proper procedures were reviewed with the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was supply bag disconnected without falling. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.